Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm several times the night prior and during the last fill of treatment. It is unknown at which point in therapy the leak may have begun.. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler until the next day's treatment. Upon follow up, the pdrn confirmed the reported fluid leak event occurred during the patient's first training treatment. There were no holes or tears found on the cassette. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (250 mg, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient has not yet been trained on performing stat drains or manual peritoneal dialysis therapy and therefore terminated peritoneal dialysis treatment during the last fill in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm several times the night prior and during the last fill of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler until the next day's treatment. Upon follow up, the pdrn confirmed the reported fluid leak event occurred during the patient's first training treatment. There were no holes or tears found on the cassette. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (250 mg, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient has not yet been trained on performing stat drains or manual peritoneal dialysis therapy and therefore terminated peritoneal dialysis treatment during the last fill in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.